Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient representative that the patient reported concerns that their cardiac resynchronization therapy defibrillator (crt-d) is not working properly. The crt-d remains in use. No patient complications have been reported as a result of this event.